Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was displaying a message of ¿use new test strips¿. This complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to confirm if he was obtaining an error message along with the message he reported. The patient did not recall when the alleged meter issue started. The patient manages his with insulin and other unspecified medication. It is not known if the patient made any adjustments to his diabetes medication due to the meter issue. The patient reported developing ¿blood clots in legs¿ approximately 2 weeks after the issue began. The patient informed the cca that on 4/30/2014 he was hospitalized and treated with heparin for 6 days plus booster shots every 3 hours. The patient reported that his blood glucose when tested with an ER/hospital meter measured ¿149, 140 and 131 mg/dl¿. At the time of troubleshooting, the cca noted that patient stated he did not want to receive replacement products and disconnected the call. The alleged meter issue remained unresolved. Although the patient was hospitalized, based on the information provided, there is no indication the alleged meter issue caused and/or contributed to this serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical treatment for either of these conditions after the meter issue began. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved.